Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 instrument was analyzed and found to have a broken grip cable at the proximal end. The cable was fully broken. As a result, the instrument could not operate properly. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. However, there was an unknown metal component found inside the housing. The metal piece resembles a hypo tube. The piece could not be removed. The piece measured approximately 0.746 inches in length. The instrument was found to have a fire homing failure based on log review. The stapler was installed on an in-house system and found to pass the initialization test on three out of three attempts. System error logs displayed error code 22030, confirming a fire homing failure. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to control the curved-tip stapler 30 instrument once engaged. The user completed the procedure and no known impact or patient consequence was reported.